Manufacturer narrative:
Sc-1132, sn (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient's ipg would not accept a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg would not accept a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.